Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, hole in the transition from pump to tubing.

Manufacturer narrative:
A titan otr cylinder and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube near the strain relief of the cylinder. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, which indicates sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on the exhaust tube of the cylinder. An area of confined abrasion was noted on the inlet tube of the reservoir near the strain relief. Testing revealed this not to be a site of leakage. No functional abnormalities were noted with the cylinder bladder or the reservoir. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the exhaust tube of the cylinder near the strain relief to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3592630. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.